Manufacturer narrative:
The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited, due to anatomical and or procedural factors.

Event description:
It was reported that during a coronary artery stenting treatment procedure, crossing difficulties and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). The physician could not cross the lesion with a 3.00x12mm taxus liberte stent. After the stent was removed outside the patient's body, it was noticed that part of the stent was flared. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient's condition listed as "good".